Manufacturer narrative:
The vortx-35 pushable coils could not move forward into two cordis endovascular catheter used during a procedure. There was no loss of access to the target lesion. The coil curled/stock after the hub of two f5.2st+ 80cm catheters. The indication for the procedure was a splenic bleeding. The cordis catheters were exchanged for a terumo catheter and the procedure was successfully finished. The products were inspected prior to use and appeared to be normal. They were also prepped properly according to the IFU and no problems were noted including any difficulty flushing the catheters. Two non-sterile diagnostic catheters 5.2f .038" units were received coiled in a plastic bag. No anomalies were observed on the unit. A lab sample syringe filled with water was attached to the hub of the diagnostic catheter and successfully flushed. A cordis lab sample 0.038" emerald guide-wire 150 cm (502-520) was introduce into the catheter and no resistance was felt or experienced. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer 'diagnostic endovascular catheters - luer hub - obstructed' was not confirmed during the analysis as no obstruction was found. Based on the information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR review results nor the analyses suggest that failure experience by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00951 and 9616099-2011-00952.

Event description:
The vortx-35 pushable coils could not move forward into the catheter. The insertion difficulty was caused by blockage of possibly injectable material. There was no loss of access to the target lesion. The coil curled/stock already after the hub. This customer uses this catheter already for a long time. This problem did not occur before. This occurs with different lots from this catheter but there are no additional complaints besides the two products reported for this event. Included is a sterile sample of the coil. It happened in a procedure of a splenic bleeding. They had to change catheter and choose a terumo one and the problem did not occur. Transition hub-catheter changes. The products were inspected prior to use and appeared to be normal. They were also prepped properly according to the IFU and no problems were noted including any difficulty flushing the catheters.

Manufacturer narrative:
One non sterile diagnostic catheters 5.2f .038" unit was received coiled in a plastic bag. No anomalies were observed on the unit. As per dp # 12155047 rev. 1, a lab sample syringe filled with water was attached to the hub of the diagnostic catheter and successfully flushed. A cordis lab sample 0.038" emerald guide-wire 150 cm (502-520) was introduce into the catheter and no resistance was felt or experienced. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer "diagnostic endovascular catheters" - luer hub - obstructed was not confirmed during the analysis. Neither the DHR review results nor the analysis suggest that failure experience by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2011-00951 and 9616099-2011-00952.